Manufacturer narrative:
Weight and ethnicity unknown/ not provided. Date of event: exact date unknown, not provided. Best estimate is between 8/13/2019 - 6/22/2021. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after implantation of a za9003 intraocular lens (iol) in the left eye, the patient complained about flashing lights and night glare issues. The lens was explanted in a secondary procedure and a competitor lens was implanted as the replacement lens. No incision enlargement or vitrectomy required. No additional information provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes section d9: date returned to manufacturer: aug 26, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.